Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler every night for the past week. Pt was in treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. A companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. This report is related to mdrs: 8030665-2013-00526, 00528, 00529, 00530, 00531.